Event description:
It was alleged that during an infusion of diprivan on a pt that a freeflow occurred. It was noted that the pt's blood pressure dropped and that the pt was intubated and the adrenalin infusion was increased. The pt stabilized and was extubated without any consequences.